Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) over-sensed noise on the right ventricular (rv) channel. Lead and shock impedance were also out-of-range, and loss of capture was noted. The physician suspected a lead connection or loose setscrew issue. A revision procedure has been scheduled. No adverse patient effects were reported. No evidence of intervention to date. The manufacturer of the rv lead has not been reported. Additional information received indicates the rv lead was explanted and replaced without incident. The ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) over-sensed noise on the right ventricular (rv) channel. Lead and shock impedance were also out-of-range, and loss of capture was noted. The physician suspected a lead connection or loose setscrew issue. A revision procedure has been scheduled. No adverse patient effects were reported. No evidence of intervention to date. The manufacturer of the rv lead has not been reported.